Event description:
Boston scientific received information that during a device replacement this lead was attempted to be removed from the device. It was noted that the terminal ring was separated. All measurements on the pacing system analyzer (psa) were normal thus a silicone adhesive was used and the lead was reconnected to a new device. A lead replacement was scheduled. A request for review was sent to technical services. Technical services discussed that reprocessing the lead may compromise the structural integrity of the device and/or lead to device failure which, in turn, may resulting patient injury, illness, or death. Troubleshooting was discussed as the lead was implanted with a new competitor device. At this time the lead remains implanted, and no adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.